Event description:
It was alleged that while nurse was priming the set, she noticed that the accuslide was not functioning properly. She looked at the accuslide and noticed the ball was not positioned correctly. There was no resultant pt complication. Set was not used on a pt.